Event description:
It was reported that on (B)(6) 2022 the patient had a 3x23 mm xience skypoint stent implanted. On (B)(6) 2022 the patient was re-hospitalized due to chest pain and heart failure. There was no treatment performed and no patient effects. Patient was discharged on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of angina is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.